Event description:
Subsequent to the initial medwatch report, the following additional information was received: it was reported that suture placement with one proglide device was attempted in the left common femoral artery via 6fr sheath using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. Femoral angiogram was not performed. Reportedly, one proglide device (not 3 as initially reported) had loose needles and it was noticed before using on the patient: however, used in the patient anatomy. "There was no dispositive firing." Three other proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to a 16fr and 18fr and the aaa procedure was completed. Hemostasis was achieved using the pre-placed sutures from the three other proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. There was no reported malfunction or adverse event associated with the 3 additional, successfully used proglides.

Manufacturer narrative:
Device codes: 2017 labeled. Internal file number - (B)(4). Corrections: event; MFR site reg #. Device code 2017 - failure to follow steps/instructions - per instructions for use: under warnings - perform a femoral angiogram to verify the location of the puncture site. Do not use the perclose proglide smc device or accessories if the packaging or sterile barrier has been previously opened or damaged or if the components appear to be damaged or defective. Evaluation summary: the device was returned for analysis. The reported loose needles was confirmed based on the device analysis as the observations indicate the plunger was not fully depressed flush with the handle which contributed to the noted bilateral needle to cuff miss. It is possible that the partially removed plunger may have appeared to the user as loose needles due to the cuffs not engaging with the needles as no tension would be felt during plunger retraction. Reportedly, femoral imaging was not performed. It should be noted that the proglide instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. Additionally, the device was used after observing the loose needles. The IFU states: do not use the perclose proglide smc device or accessory if the packaging or sterile barrier has been previously opened or damaged or if the components appear to be damaged or defective. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional two proglide device referenced are being filed under separate medwatch reports.

Event description:
It was reported that suture placement in the an unspecified vessel. Was attempted with three proglide devices using the pre-close technique prior to a abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, three proglide devices were used without success in the procedure. There were no dispositive firing. The method used to achieve hemostasis was not reported. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.